Manufacturer narrative:
Describe event or problem, corrected data: during review of the file it was discovered that the events in this file were initially reported in error. Brand name; model #, serial #, lot #, expiration date; device available for evaluation; device manufacture date; evaluation; corrected data: product information was found during product analysis that was reported on manufacturer report number 1644487-2012-00212.

Event description:
On (B)(6) 2011, a vns treating neurologist's clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient's generator was unable to be interrogated on (B)(6) 2011. It was believed that this was due to the generator being at end of service. Since the patient's last visit in (B)(6) 2011 the patient has had more violent seizures in regards to length and frequency; they now last 2-4 minutes in duration. The patient has two seizure types, the first with generalized tonic-clonic movements and bilateral eye blinking without any aura, and the second with left arm and left leg jerking only. Both seizure types now last 2-4 minutes and have a post-ictal period. The patient's last seizure was the morning of (B)(6) 2011. The patient's mother reported that both she and the patient's school teachers have attempted to abort a seizure recently by using the magnet and it has not worked. The patient was referred to a surgeon for battery replacement. On (B)(6) 2011, it was also reported that the patient's felbatol level has fallen from previous levels and that the patient is currently only on approx 25mg/kg/day of felbatol. The physician's programming system was reported to be working correctly. Good faith attempts for further information from the physician have been made but no further information has been received to date. Good faith attempts to the implanting hospital have also been made for the patient's product information but the information has not been received by the manufacturer. The patient had battery replacement surgery due to end of service on (B)(6) 2011. Attempts will be made for the return of the explanted product for product analysis.

Event description:
Additional information was received on (B)(4), 2012 when product return attempts were completed to the hospital for the return of the explanted product; however the explanted product has not been received by the manufacturer for product analysis to date.

Event description:
During review of the file it was discovered that the events in this file were initially reported in error. Initially, the patient's treating physician had attributed the inability to interrogate the patient's generator to normal expected battery depletion. Given that when the generator reaches end of service, the patient will not receive therapy as a result of a depleted generator battery. Since the physician believed the device was at end of service, and no device issue was suspected, other than normal battery depletion, this event was inadvertently reported. The device was confirmed to be at end of service in product analysis and product analysis stated that the depleted battery is likely a contributing factor to the patient's events. There were no performance or any other type of adverse conditions found with the pulse generator.